Manufacturer narrative:
The customer reported that the central nurse's station (cns) display was lost during patient monitoring on telemetry devices. At the time of the event, all the patients were able to be moved to another monitoring cns. The biomed installed a spare cns the next day and ordered a replacement display. The replacement has been put in place. Details of the complaint: customer reported that their cns display went bad. Device was monitoring teles in medsurg at the time the display was lost. At the time of the event, all the patients were able to be moved to another monitoring device. User installed a spare display the next day and ordered a replacement display. Replacement display was put in place when it arrived. Later clarification revealed that visual monitoring was lost but the cns was still storing data. Nvestigation result(s): root cause of the display issue was unable to be determined at this time. The user resolved the screen issue by replacing the failed display with a new, working one. Preventative maintenance advises the user to check their cns system twice a year to ensure that components are functioning properly. It was observed that the warranty for the unit extends from 06/22/2012 to 06/22/2014, indicating that the unit has been in usage for a significant amount of time. Due to this long period of usage, normal wear and tear to display is expected or the display's lifespan may have been shortened due to misuse by user. The issue of failed display is readily detectable by user/clinicians and the necessary steps can be taken to implement working equipment for patient monitoring. This complaint record does not require further investigation and can be qa closed as investigational information within the record indicates that the issue was resolved by replacing the bad display.

Event description:
The customer reported that the central nurse's station (cns) display was lost during patient monitoring on telemetry devices. At the time of the event, all the patients were able to be moved to another monitoring cns.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2018 that their pu-621ra (sn: (B)(6) display went bad. Device was monitoring teles in medsurg at the time the display was lost. At the time of the event, all the patients were able to be moved to another monitoring device. User installed a spare display the next day and ordered a replacement display. Replacement display was put in place when it arrived. Later clarification revealed that visual monitoring was lost but the cns was still storing data. Service requested: troubleshooting. Service performed: troubleshooting. Multiple attempts were made to contact customer and gather necessary information for investigation; however the customer was unresponsive. Investigation result(s): root cause of the display issue was unable to be determined at this time due to being unable to obtain the defective display for evaluation/investigation. The user resolved the screen issue by replacing the failed display with a new, working one. Preventative maintenance advises the user to check their cns system twice a year to ensure that components are functioning properly. The warranty for the unit extends from 06/22/2012 to 06/22/2014, and the issue was reported 4 years after the end of warranty date. Due to this long period of usage, normal wear and tear to display is expected or the display's lifespan may have been shortened due to misuse by user. The issue of failed display is readily detectable by user/clinicians and the necessary steps can be taken to implement working equipment for patient monitoring. The device serial number history for the cns shows that there have been no further/previously reported issues nor servicing for display going bad. Trending analysis found similarly reported issues regarding pu-621ra and display going out. There were 4 similar results found for 2017 and later. An adverse trend is not suspected and there is no indication of design deficiency. Further information is unattainable at this time and the defective display cannot be obtained for investigation/evaluation. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) display was lost during patient monitoring on telemetry devices. At the time of the event, all the patients were able to be moved to another monitoring cns. The biomed installed a spare cns the next day and ordered a replacement display. The replacement has been put in place. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) display was lost during patient monitoring on telemetry devices. At the time of the event, all the patients were able to be moved to another monitoring cns.